Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Remote monitoring alerts were sent indicating high, unstable pacing impedance readings as well as noise episodes. An x-ray examination was performed and no lead damage was observed. The lead is being monitored, no intervention was performed at this time.